Event description:
During evaluation of a returned homechoice device, a high drain error 107 (night drain #7) alarm was identified in the log. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The alarm occurred on (B)(6) 2013 at 12:10:06. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The problem of a high drain alarm was identified in an event history log review. The cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.